Event description:
Punp infusion set at 133.3 cc/hr on horizon pump. Total fluid volume of 3200 ml hung at 1815 on 2/2/98. Tpn bag IV 3200 ml to be delivered over 24 hours. Tpn completed at 1000 on 2/3/98.